Event description:
It was reported that the arterial lumen broke at the proximal edge of the cuff retainer.

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the event and device have been requested but to date not received. When the investigation is complete a final report will be submitted.